Event description:
A ventilator was returned to the manufacturer's service center with an allegation the device was alarming for low pressure and had no flow. There was no patient harm or injury. The repair technician confirmed the customer's complaint. The device was found to have a corroded ball screw assembly which caused the ventilator to stall. The ball screw assembly was replaced to correct the problem. There was no patient harm or injury. The ventilator was found to audibly and visually alarm appropriately for a low pressure condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.